Event description:
The manufacturer received information alleging death of the patient. During the evaluation of the device at the third-party service center, the device was inspected and the unit passed the functional test. The device's event log was reviewed by the service center and error code found. Additionally, customer complaint was not reproduced, and the device was scrapped. There was an allegation of serious or permanent harm or injury. No medical intervention was specified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.